Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a synergy ous mr 3.50 x 32mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent revealed damage. Struts 8 and 12 from the distal end of the stent were lifted. The remainder of the struts were undamaged. The undamaged crimped stent outer diameter (od ) was measured and is within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 15-mar-2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. Following pre-dilation was performed using a 2.5x20mm maverick balloon catheter, a 3.50 x 32mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with a different device. No patient complications were reported and patient was stabilized. However, returned device analysis revealed stent damage.